Manufacturer narrative:
One inquiry¿ steerable diagnostic catheter was returned due to withdrawal difficulty. The catheter was returned partially engaged with an abbott introducer. The locking nut was loosened and the catheter was able to be removed without resistance noted. In addition, the outer diameter of the catheter met specifications. Electrodes 5-8 were noted to be bent and crushed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the withdrawal difficulty remains unknown.

Event description:
This report is to advise of damaged electrodes observed during analysis, confirming the reported withdrawal difficulty.